Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies were found. Preliminary testing revealed no pacing output when device was programmed dddr 60 bpm bipolar mode. Further testing revealed that the no output conditions were the result of lifted hybrid bond wires. Analysis of the memory dump was inconclusive if there were wire bond lifts at the time of explant.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined the device was explanted and replaced because it was on an advisory and the patient was pacemaker dependent. No patient complications have been reported as a result of this event.